Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the flickering image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a flickering image issue when the camera was moved, while using the visera elite video system center. The issue occurred during preparation for use, and the procedure was completed with a similar device. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device is pending evaluation and potential repair on site by an olympus field service engineer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.